Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was removed from the box, they noticed a hole in the sterile package. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Complaint indicated that the package had a hole, when it was removed from the box. The package was visually examined and is was noted that it showed signs of excessive handling such as wrinkles and creases in the package. There was damage to the blister at the distal end of the handle. The blister appeared to have abrasion and it appeared to be pinched or snagged causing a rip in the blister material. The package was opened for verification and the hole in blister was confirmed using a dye test. The inside surface of the tyvek appeared to have a yellow stain from liquid contamination which may have been caused by ingress of liquid through the rip in the blister. The source of the contamination is unknown, but as packages are placed into sales units immediately after sealing and there are no open sources of liquid that could account for the contamination, it is highly unlikely that the potential liquid contamination could have occurred within the packaging facility. No other packages nor the carton were returned for analysis and comparison. Complaint event is confirmed and based on the visual inspection of the package, the damage most likely occurred external to the packaging facility.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.